Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the mid lad exhibited 80% stenosis, moderate tortuosity and severe calcification. The lesion had not been treated prior to attempted stent deployment. Resistance was encountered advancing the resolute integrity device and excessive force used during delivery. It was reported that when the physician tried to advance the stent through a calcified bend in the lad the device would not cross. The device was removed and a stent strut was observed to be sticking out on the proximal part of the stent. A 2.5 x 20 euphora balloon was then used to pre-dilate and another 3.0 x 34 resolute stent was deployed successfully with no complications. No patient injury reported.